Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0387) on 11-aug-2015. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine cervical pain ("stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain"), uterine enlargement ("enlarged uterus with thickened uterine lining"), endometrial thickening ("enlarged uterus with thickened uterine lining") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 627734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals in 1978, multigravida, parity 3, c-section in 1990, live birth in 1992, live birth in 1994, endocervical curettage ((thin prep).) On (B)(6) 2006, endocervical curettage ((thin prep).) On (B)(6) 2008, pain throat (asthma), c-section in 1990 and swelling of legs on (B)(6) 2014. She did not have any complications of your pregnancy or delivery. Historica condition menstrual status: cycle not indicated. Smear adequacy: satisfactory for evaluation: endo cervical material present. Patient to use inhaler 4-5 times. Previously administered products included for an unreported indication: nuvaring in 2005. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included dizziness, fatigue, fever, muscle pain, nausea, flushing, yeast infection, prolonged heavy periods, uterine cervical pain, shortness of breath, constipation, constipation, drug allergy, weight gain since (B)(6) 2014, pelvic pain since (B)(6) 2014, menometrorrhagia and uterine bleeding. Family history included skin disorder (father) on (B)(6) 2014 and lymphoma (aunt). In 2008, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), alopecia ("hair began falling out"), peripheral swelling ("legs, ankles and feet swelled so badly/lower extremity edema/lower leg edema/leg/feet swelling/face, hands, and abdomen periodically swelling/swelling extended to hands") and the first episode of procedural pain ("procedure itself was excrutiating/ immoral to be subjected to that type of pain/the procedure was excruciatingly painful"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced the second episode of procedural pain ("procedure was excruciatingly painful"). In (B)(6) 2008, the patient experienced arthralgia ("joints, especially hips ached so badly/joint pain/debilitating joint pain - hips, ankles & feet/aches in joints"), rash ("torso would break out in a rash periodically/periodic rashes/rashes all over/rash on torso (bad and itchy)/ rash on torso)") and pain ("aches all over"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("face, hands, and abdomen periodically swelling/abdominal bloating/bloating - in abdominal area"), adnexa uteri pain ("persistent abdominal pain/persistent abdominal pain-right ovary/throbbing to stabbing right ovary pain"), vulvovaginal pain ("vaginal pain"), pelvic pain ("stabbing pain in pelvis/pelvic pain") and abdominal pain ("persistent abdominal pain"). In 2011, the patient experienced the first episode of toothache ("dental problems/ dental health/excruciating dental pain/dental pain"), oedema peripheral ("lower extremity edema/pitting edema extremities") and tooth disorder ("dental problems"). In 2012, the patient experienced endometrial thickening (seriousness criterion medically significant) with menorrhagia and vaginal infection ("vaginal infections (chronic)/vaginal infections/vaginal infections") with bacterial vulvovaginitis and vulvovaginal pruritus. On an unknown date, the patient experienced uterine enlargement (seriousness criterion medically significant), joint swelling ("legs, ankles and feet swelled so badly"), swelling face ("face, hands, and abdomen periodically swelling/swelling extended to hands and face/ears swell, itch, and turn red"), abdominal discomfort ("fluttering sensation in lower abdomen"), abdominal pain lower ("lower abdomen spasm"), complication of device insertion ("the procedure took much longer than expected & physician said he had difficulty finding one of her tubes"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), the second episode of toothache ("dental pain") and hypersensitivity ("jewelry sensitivity"). The patient was treated with furosemide (lasix), anaesthetics (anesthesia), surgery (hysterectomy with bilateral salphingectomy to remove essure device ), surgery, surgery and surgery (hysterectomy). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the adnexa uteri pain had resolved. At the time of the report, the uterine cervical pain, endometrial thickening, genital haemorrhage, alopecia, arthralgia, rash, peripheral swelling, abdominal distension, abdominal pain lower, vulvovaginal pain, vaginal infection, pelvic pain, abdominal pain, oedema peripheral and tooth disorder had resolved, the uterine enlargement, swelling face, abdominal discomfort, complication of device insertion, pain, allergy to metals, mental disorder, the last episode of toothache, the last episode of procedural pain and hypersensitivity outcome was unknown and the joint swelling was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, arthralgia, complication of device insertion, endometrial thickening, genital haemorrhage, hypersensitivity, joint swelling, mental disorder, oedema peripheral, pain, pelvic pain, peripheral swelling, rash, swelling face, tooth disorder, uterine cervical pain, uterine enlargement, vaginal infection, vulvovaginal pain, the first episode of procedural pain, the first episode of toothache, the second episode of procedural pain and the second episode of toothache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Blood test - on an unknown date: negative for rheumatid arthritis computerised tomogram - on (B)(6) 2014: scan of abdomen and pelvis. Hysterosalpingogram - on (B)(6) 2008: essure placement confirmation. Unknown date: tests: always normal, other than the thickened uterine lining. On an unknown date in 2008, she underwent ra test, lyme test for joint pain. *abnormal appearance of the endometrial canal with invaginations of contrast material and global irregularity of its margins as described above. The appearance is nonspecific and may reflect sequela of prior infection or inflammatory process. Sequela of endometriosis could also be considered. Findings should be correlated clinically. Pelvic ultrasound may be useful for further evaluation. On (B)(6) 2011, were reported surgical pathological report diagnosis: endometrial curetting¿s; secretory endometrium clinical diagnosis history: abnormal uterine bleeding , abnormal pap smear and received in formalin designated "endometrial curettin9" is a 1.ox 0.6 x 0.1 cm aggregate of soft tan material on a telfa pad,received in formalin designated "end cervical l curetting" is a 0.9 x o.s x 0,' cm aggregate of red tan material on a telf3 pad which was totally submitted as 2. On (B)(6) 2014, patient dignosed endometrium, biopsy: fragments of secretory phase endometrium. Minute fragments of transformation zone cervical mucosa, negative for dysplasia/squamous intraepithelial lesion. And one speelmen is received in formalin labeled and consists of multiple pale white-brawn-red fragments of tissue. Admixed with a small amount of mucus measuring 2.0 x 1.5 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette, m/1a (hmr, mp2.egh).for microscopic description: microscopic examination performed. Endometrial biopsy. On (B)(6) 2017, reported patient clinical history- the patient has bilateral lower extremity swelling. On (B)(6) 2014, reported , were procedure performed: total laparoscopic hysterectomy. Bilateral salpingectomy. Surgical findings: normal pelvis with some pelvic varicosities. Quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and medical records received: new reporters and reporters details added. Event added as procedure was excruciatingly painful, dental pain, dental problems, lower extremity edema/pitting edema extremities, persistent abdominal pain, stabbing pain, heavy bleeding and jewelry sensitivity added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine enlargement ("enlarged uterus with thickened uterine lining"), endometrial thickening ("enlarged uterus with thickened uterine lining") and uterine cervical pain ("stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain") in a (B)(6) -year-old female patient who had essure (batch no. 627734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals in 1978, multigravida, parity 3, c-section in 1990, live birth in 1992 and live birth in 1994. She did not have any complications of your pregnancy or delivery. Previously administered products included for an unreported indication: nuvaring in 2005. Past adverse reactions to the above products included headache with nuvaring. In 2008, after insertion of essure, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), alopecia ("hair began falling out"), peripheral swelling ("legs, ankles and feet swelled so badly/lower extremity edema/lower leg edema/leg/feet swelling/face, hands, and abdomen periodically swelling/swelling extended to hands") and procedural pain ("procedure itself was excruciating/ immoral to be subjected to that type of pain/the procedure was excruciatingly painful"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced arthralgia ("joints, especially hips ached so badly/joint pain/debilitating joint pain - hips, ankles & feet/aches in joints"), rash ("torso would break out in a rash periodically/periodic rashes/rashes all over/rash on torso (bad and itchy)/ rash on torso)") and pain ("aches all over"). In 2010, the patient experienced adnexa uteri pain ("persistent abdominal pain/persistent abdominal pain-right ovary/throbbing to stabbing right ovary pain"). In 2011, the patient experienced toothache ("dental problems/ dental health/excruciating dental pain/dental pain"). In 2012, the patient experienced endometrial thickening (seriousness criterion medically significant) with menorrhagia and vaginal infection ("vaginal infections (chronic)/vaginal infections") with bacterial vulvovaginitis and vulvovaginal pruritus. On an unknown date, the patient experienced uterine enlargement (seriousness criterion medically significant), joint swelling ("legs, ankles and feet swelled so badly"), swelling face ("face, hands, and abdomen periodically swelling/swelling extended to hands and face/ears swell, itch, and turn red"), abdominal discomfort ("fluttering sensation in lower abdomen"), abdominal distension ("face, hands, and abdomen periodically swelling/abdominal bloating/bloating - in abdominal area"), abdominal pain lower ("lower abdomen spasm"), complication of device insertion ("the procedure took much longer than expected & physician said he had difficulty finding one of her tubes"), vulvovaginal pain ("vaginal pain"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with furosemide (lasix), surgery, surgery and surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the adnexa uteri pain had resolved. At the time of the report, the uterine enlargement, swelling face, abdominal discomfort, procedural pain, complication of device insertion, vulvovaginal pain, pain, allergy to metals and mental disorder outcome was unknown, the endometrial thickening, uterine cervical pain, alopecia, arthralgia, rash, peripheral swelling, abdominal distension, abdominal pain lower, toothache and vaginal infection had resolved and the joint swelling was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, arthralgia, complication of device insertion, endometrial thickening, joint swelling, mental disorder, pain, peripheral swelling, procedural pain, rash, swelling face, toothache, uterine cervical pain, uterine enlargement, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Blood test - on an unknown date: negative for rheumatoid arthritis. Hysterosalpingogram - on (B)(6) 2008: essure placement confirmation. Unknown date: tests: always normal, other than the thickened uterine lining.. On an unknown date in 2008, she underwent ra test, lyme test for joint pain. Quality-safety evaluation of ptc: final assessment; since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority, consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: on (B)(6) 2017: essure indication was added. Events added- ¿the procedure took much longer than expected & physician said he had difficulty finding one of her tubes¿, ¿persistent abdominal pain/persistent abdominal pain-right ovary/throbbing to stabbing right ovary pain¿, ¿vaginal pain¿, ¿dental problems/ dental health¿, ¿vaginal infections (chronic)/vaginal infections¿ and ¿aches all over","allergic to nickel/hypersensitivity reaction to nickel¿ and ¿essure caused or aggravated any psychiatric and/or psychological conditions¿. Event outcome of face, hands, and abdomen periodically swelling/abdominal bloating/bloating - in abdominal area, stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain, enlarged uterus with thickened uterine lining, torso would break out in a rash periodically/periodic rashes/rashes all over, vaginal pain, joints, especially hips ached so badly/joint pain/debilitating joint pain - hips, ankles & feet, legs, ankles and feet swelled so badly/lower extremity edema/lower leg edema, dental problems/ dental health/excruciating dental pain/dental pain, vaginal infections (chronic)/vaginal infections and was updated as recovered/resolved. Event stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain was upgraded to serious due to hysterectomy. Bacteria vaginitis and itching and burning were added as symptom of vaginal infections (chronic)/vaginal infections. Event verbatims updated- procedure itself was excruciating/ immoral to be subjected to that type of pain/the procedure was excruciatingly painful, face, hands, and abdomen periodically swelling/abdominal bloating/bloating - in abdominal area, monthly cycle became unbearably heavy with large clots/heavy bleeding during menstrual cycles, torso would break out in a rash periodically/periodic rashes/rashes all over/rash on torso (bad and itchy)/ rash on torso), joints, joints, especially hips ached so badly/joint pain/debilitating joint pain - hips, ankles & feet/aches in joints, legs, ankles legs, ankles and feet swelled so badly/lower extremity edema/lower leg edema/leg/feet swelling/face, hands, and abdomen periodically swelling/swelling extended to hands, ears swell, itch, and turn red, stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain and face, hands, and abdomen periodically swelling/swelling extended to hands and face/ears swell, itch, and turn red. Treatment drug added- lasix. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0387) on(B)(6) 2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine cervical pain ("stabbing pains in my cervix/stabbing pain/stabbing/pain in cervix area/stabbing cervix pain/pelvic/cervix pain"), uterine enlargement ("enlarged uterus with thickened uterine lining"), endometrial thickening ("enlarged uterus with thickened uterine lining") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 627734) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals in 1978, multigravida, parity 3, c-section in 1990, live birth in 1992, live birth in 1994, endocervical curettage ((thin prep).) On (B)(6)2006, endocervical curettage ((thin prep).) On (B)(6)2008, pain throat (asthma), c-section in 1990 and swelling of legs on (B)(6)2014. She did not have any complications of your pregnancy or delivery. Historica condition menstrual status: cycle not indicated smear adequacy: satisfactory for evaluation: endo cervical material present. Patient to use inhaler 4-5 times. Previously administered products included for an unreported indication: nuvaring in 2005. Past adverse reactions to the above products included headache with nuvaring. Concurrent conditions included dizziness, fatigue, fever, muscle pain, nausea, flushing, yeast infection, prolonged heavy periods, uterine cervical pain, shortness of breath, constipation, constipation, drug allergy, weight gain since (B)(6)2014, pelvic pain since (B)(6)-2014, menometrorrhagia and uterine bleeding. Family history included skin disorder (father) on (B)(6)2014 and lymphoma (aunt). In 2008, the patient experienced uterine cervical pain (seriousness criteria medically significant and intervention required), alopecia ("hair began falling out"), peripheral swelling ("legs, ankles and feet swelled so badly/lower extremity edema/lower leg edema/leg/feet swelling/face, hands, and abdomen periodically swelling/swelling extended to hands") and the first episode of procedural pain ("procedure itself was excrutiating/ immoral to be subjected to that type of pain/the procedure was excruciatingly painful"). On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced the second episode of procedural pain ("procedure was excruciatingly painful"). In (B)(6)2008, the patient experienced arthralgia ("joints, especially hips ached so badly/joint pain/debilitating joint pain - hips, ankles & feet/aches in joints"), rash pruritic ("torso would break out in a rash periodically/periodic rashes/rashes all over/rash on torso (bad and itchy)/ rash on torso)") and pain ("aches all over"). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("face, hands, and abdomen periodically swelling/abdominal bloating/bloating - in abdominal area"), adnexa uteri pain ("persistent abdominal pain/persistent abdominal pain-right ovary/throbbing to stabbing right ovary pain"), vulvovaginal pain ("vaginal pain"), pelvic pain ("stabbing pain in pelvis/pelvic pain") and abdominal pain ("persistent abdominal pain"). In 2011, the patient experienced the first episode of toothache ("dental problems/ dental health/excruciating dental pain/dental pain"), oedema peripheral ("lower extremity edema/pitting edema extremities") and tooth disorder ("dental problems"). In 2012, the patient experienced endometrial thickening (seriousness criterion medically significant) with menorrhagia and vaginal infection ("vaginal infections (chronic)/vaginal infections/vaginal infections") with bacterial vulvovaginitis and vulvovaginal pruritus. On an unknown date, the patient experienced uterine enlargement (seriousness criterion medically significant), joint swelling ("legs, ankles and feet swelled so badly"), swelling face ("face, hands, and abdomen periodically swelling/swelling extended to hands and face/ears swell, itch, and turn red"), abdominal discomfort ("fluttering sensation in lower abdomen"), abdominal pain lower ("lower abdomen spasm"), complication of device insertion ("the procedure took much longer than expected & physician said he had difficulty finding one of her tubes"), the first episode of allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological conditions"), the second episode of toothache ("dental pain") and the second episode of allergy to metals ("jewelry sensitivity"). The patient was treated with furosemide (lasix), anaesthetics (anesthesia), surgery (hysterectomy with bilateral salphingectomy to remove essure device), surgery, surgery and surgery (hysterectomy). Essure was removed on (B)(6)2014. On (B)(6)2014, the adnexa uteri pain had resolved. At the time of the report, the uterine cervical pain, endometrial thickening, genital haemorrhage, alopecia, arthralgia, rash pruritic, peripheral swelling, abdominal distension, abdominal pain lower, vulvovaginal pain, vaginal infection, pelvic pain, abdominal pain, oedema peripheral and tooth disorder had resolved, the uterine enlargement, swelling face, abdominal discomfort, complication of device insertion, pain, mental disorder, the last episode of toothache, the last episode of procedural pain and the last episode of allergy to metals outcome was unknown and the joint swelling was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, complication of device insertion, endometrial thickening, genital haemorrhage, joint swelling, mental disorder, oedema peripheral, pain, pelvic pain, peripheral swelling, rash pruritic, swelling face, tooth disorder, uterine cervical pain, uterine enlargement, vaginal infection, vulvovaginal pain, the first episode of allergy to metals, the first episode of procedural pain, the first episode of toothache, the second episode of allergy to metals, the second episode of procedural pain and the second episode of toothache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Blood test - on an unknown date: negative for rheumatid arthritis computerised tomogram - on (B)(6)2014: scan of abdomen and pelvis. Hysterosalpingogram - on (B)(6)2008: essure placement confirmation unknown date: tests: always normal, other than the thickened uterine lining.on an unknown date in 2008, she underwent ra test, lyme test for joint pain. *abnormal appearance of the endometrial canal with invaginations of contrast material and global irregularity of its margins as described above. The appearance is nonspecific and may reflect sequela of prior infection or inflammatory process.sequela of endometriosis could also be considered. Findings should be correlated clinically. Pelvic ultrasound may be useful for further evaluation. *on (B)(6)-2011, were reported surgical pathological report diagnosis: endometrial curetting¿s; secretory endometrium clinical diagnosis history: abnormal uterine bleeding , abnormal pap smear and received in formalin designated "endometrial curettin9" is a 1.ox 0.6 x 0.1 cm aggregate of soft tan material on a telfa pad,received in formalin designated "end cervical l curetting" is a 0.9 x o.s x 0,' cm aggregate of red tan material on a telf3 pad which was totally submitted as 2. *on (B)(6)2014, patient dignosed endometrium, biopsy: fragments of secretory phase endometrium. Minute fragments of transformation zone cervical mucosa, negative for dysplasia/squamous intraepithelial lesion. And one speelmen is received in formalin labeled and consists of multiple pale white-brawn-red fragments of tissue. Admixed with a small amount of mucus measuring 2.0 x 1.5 x 0.1 cm in aggregate. The specimen is filtered and entirely submitted in one cassette, m/1a (hmr, mp2.egh).for microscopic description: microscopic examination performed. Endometrial biopsy *on (B)(6)2017, reported patient clinical history- the patient has bilateral lower extremity swelling. *on (B)(6)2014, reported , were procedure performed: total laparoscopic hysterectomy. Bilateral salpingectomy. Surgical findings: normal pelvis with some pelvic varicosities. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.